Event description:
Unomedical reference number (B)(4). Event occurred in the united states on (B)(6) 2024, the patient reported that the 1 -infusion set cannula was bent, within 3 hours or more hours of insertion the infusion set long for 12 hours and the blood glucose level was high and the action of high blood glucose is correction injection via mdi. Furthermore, the customer confirmed that he replaced the infusion set and resume insulin deliveries successfully. . Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.